Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was placed during a replacement procedure performed in 2009. According to the complainant, about 3 weeks after the replacement procedure, the balloon ruptured and the button could not be used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."